Event description:
The customer initially called the helpline for assistance with signing into the carelink program. The customer then reported experiencing extreme low blood glucose value as well as seizures lately. The customer was unable to troubleshoot for the low blood glucose values. The customer was advised to call the helpline back for troubleshooting if needed. The customer's blood glucose values were not reported. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.